Event description:
The physician reported that on the device the cw doppler spectral velocity markers did not match the velocity scale on the right side of the spectrum. The doctor was attempting to interpret the echo study when he noticed the dots did not match the scale.